Event description:
A customer filed a complaint citing that a terminal cancer pt at a user facility received an infusion of morphine plus catapresan at three times the desired rate. The pt was being treated with an electromechancial ambulatory infusion pump. The incident was discovered by a nurse who noticed that the pt was suffering of breathing depression and hallucinations. The pt was immediately given naloxin, twice, 0.2 mg intravenous, which reacted quickly.